Event description:
It was reported the patient's scs ipg pocket site was revised on (B)(6) 2014 due to the ipg flipping, causing discomfort and the inability to charge. Follow-up identified the issues have recurred. The next course of action is undetermined at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.